Event description:
The biomed phoned on (B)(6) 2024 to report that the thermogard xp ivtm system (B)(6) displayed a mid:09 (air trap assembly) error message during device check. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.